Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. Additional information for investigation was requested, but not provided. A patient sample was also requested, but not provided. Comparison data shows a good correlation between the integra and elecsys (e601) cyclosporine assay.

Event description:
The customer alleged they received questionable cyclosporine results on their e601 analyzer. The customer stated they were running samples in parallel between their integra 800 analyzer and their e601 analyzer and the results between the two were different. The customer stated there were three patients with results that differed between the two analyzers, but only provided data for one patient with discrepant results. The patient's cyclosporine result from the integra 800 was 139.57 ng/ml. The customer provided a result labeled "modular" of 235 ng/ml. It is unclear if this result came from a modular analyzer or the e601 analyzer module. Clarification has been requested but not provided. The complaint made no additional references to an allegation on a modular analyzer. The customer also provided a result from the e601 analyzer of 318 ng/ml. The customer stated the patient "is monitoring from a. Hospital, since 2 years ago and the result from the integra fit to the patient clinic." It was unclear if the results all came from the same patient. Clarification was requested but not provided. It is unclear if erroneous results were reported outside of the laboratory. Clarification was requested but not provided. There were no adverse events. The cyclosporine reagent lot number provided was 175631; the expiration date was requested but not provided. The customer stated they performed controls and the results were out of range. The customer stated there may have been a problem with reagent stability as the reagent had been left on the analyzer for 6 weeks; however it could not be confirmed which reagent on which analyzer this statement referred to. Clarification was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).